Manufacturer narrative:
Other, other text: additional information that event date of device malfunction was changed from june 18th, 2020 to unknown. B 3 updated.

Event description:
Event date changed from 18-june-2020 to unknown following review of attachments on 11-mar-2021.

Manufacturer narrative:
Other, other text: additional information that event date of device malfunction was changed from june 18th, 2020 to unknown. B 3 updated.

Event description:
Event date changed from 18-june-2020 to unknown following review of attachments on 11-mar-2021.

Event description:
It was reported that the device gave a constant alarm. No adverse effects to patient reported.